Event description:
Reportable based on analysis completed on (B)(6)-2011.it was reported that during a balloon angioplasty a shaft kink occurred. The physician attempted to insert the 2.5 x 8mm quantum maverick mr balloon catheter and noticed that the catheter was kinked. The procedure was completed with another of the same device.however, device analysis revealed a shaft fracture.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the quantum maverick monorail (mr) device was received in two pieces. The balloon was tightly folded. There was a complete separation of the hypotube 46cm from the hub. The distal shaft measured 102.5cm from the fracture to the distal tip the fractured ends of the hypotube were ovaled, as if kinked prior to fracturing. Inspection of the material surrounding the separation and damage did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was further reported that the shaft kinked occurred during the procedure as the physician was inserting the device into an unspecified guide catheter. The shaft fracture occurred during decontamination process at the facility. The lesion was noted to be non tortuous and non calcified.

Manufacturer narrative:
(B)(4).